Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The device was in the secondary sensing vector at the time of the shocks. After some in-office testing, the sensing vector was reprogrammed to the primary vector. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The device was in the secondary sensing vector at the time of the shocks. After some in-office testing, the sensing vector was reprogrammed to the primary vector. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The device was in the secondary sensing vector at the time of the shocks. After some in-office testing, the sensing vector was reprogrammed to the primary vector. There were no additional adverse patient effects.